Event description:
It was reported that the patient is experiencing hip, neck, and back pain. Patient also walks with a limp. The patient had her hip replaced because of arthritis.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.